Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
An adverse event was reported involving the medical device pm697r - jaw ins.metz sciss.insul to tip 5/310mm. Specifically, it was reported that during a laparoscopic urological procedure, while attempting to excise tissue, a cracking sound was heard and one blade of the medical device became loose. It was suspected that a pin fitted at the base of the blade may have detached and fallen into the patient´s body. Irrigation of the operative field was performed, followed by a CT scan to evaluate for the presence of any retained fragments. No fragments were identified and no adverse consequences for the patient were reported. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, additional medical intervention. Additional information was not provided nor available. The adverse event is filed under aesculap ag reference no. (B)(4).